Manufacturer narrative:
Additional information: the information in this report was provided to us by the cook facility in (B)(6) on behalf of a medical facility in (B)(6). The medical facility in (B)(6) involved in this report is (B)(6). The contact details for the cook facility in (B)(6) are: (B)(6). Evaluation: our laboratory evaluation of the product said to be involved confirmed the report. A small section of the catheter tubing has separated from the distal end of the sphincterotome. The missing section is approximately 0.5mm long and 0.5mm wide. The section that has detached was not included in the return. A product discrepancy or anomaly that could have contributed to this observation was not observed. After a review of the device history record for the lot number said to be involved, we can report no discrepancies for anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. (B)(4). Conclusions: a definite cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Damage to the catheter near the distal end can occur if the elevator is in the closed position when advancing or withdrawing the sphincterotome from the endoscope. The instructions for use caution the user that the elevator of the endoscope should remain open when advancing or withdrawing the sphincterotome. This activity will aid in the device preservation. Prior to distribution, all fusion omni-tome sphincterotomes are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: the appropriate internal personnel have been informed of this observation in an effort to heighten awareness. (B)(4). Based on this activity, no corrective action is warranted at this time. (B)(4). Customer quality assurance will continue to monitor for complaint trends.

Event description:
During an endoscopic retrograde cholangiopancreatography (ercp), the physician used a cook endoscopy fusion omni-tome sphincterotome. During cannulation, a small section of catheter tubing near the distal end of the sphincterotome catheter separated from the sphincterotome. The detached section was observed inside the patient. The detached section was not retrieved from the patient. The patient was hospitalized for one day, which the complainant described as normal for an ercp procedure. The hospitalization was not prolonged as a result of this occurrence. The complainant did not specify if the patient required additional medical procedures due to this event. However, the patient did not experience any adverse effects due to this occurrence.